Event description:
Customer reported the insulin pump alarmed unexpected restart and external ram crc error. Customer advised what the alarms meant. Customer was advised if error is cleared and device initializes and rewinds. Issue was fixed. Customer's blood glucose was 8.5mmol/l. Customer was advised to monitor the device and call back if issues persisted. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.